Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. The left ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.